Event description:
After iabp for about 36 hours, the iab leaked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 4/7/98.) (Pt's current status: unk - reported 4/7/98.)